Event description:
I had a hernia mesh surgery in 2010. Parietal and 3 holes have developed in my abdomen. One is 1 in open all around. The mesh is sticking out of these holes and trying to work it's way out of my body. I have had bleeding constantly draining and infection including staff infection. The smell and burning is unbearable and I am unable to work now and have become a recluse I am unable to have a life partner due to this problem and am deathly afraid to have another revision after this being the fourth one. You don't need tests to see this problem. I have open holes in my stomach.